Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer informed the technical support engineer (tse) that a c-34 error occurred on the generator. The customer attempted to resolve the issue by performing a power cycle, but the problem persisted. The customer replaced the generator with a force triad generator to continue with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator has been returned and evaluated by the failure analysis (fa) team. The logs revealed multiple errors, including c-34, c-30, m-11, c-38, and m-18, indicating issues with the generator. The c-34 error, specifically, was associated with low high-frequency voltage during energy activation, typically due to a faulty electrical component within the generator. Visual inspection was performed, and it indicates that the unit is in good cosmetic condition. The probable cause of error was attributed to a faulty electrical component inside the generator.